Manufacturer narrative:
Testing and investigation found the device touchscreen intermittently did not respond when pressed, the keys would intermittently get stuck, and the touchscreen would not calibrate. The probable cause was due to contamination on the bottom edge of the touchscreen caused by fluid ingress, which altered the characteristics of the touchscreen. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device touchscreen would not calibrate. There were no reports of any pt involvement, adverse pt events or reported delays of critical therapies while the device was in clinical use. No additional info was provided.